Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material #: 305106 batch#: 3271790 it was reported by customer that the needles they use to inject do not have openings to push out the liquid they are injecting. Verbatim: rcc received a complaint via email. Email(s) attached. Good morning, we¿ve received a product complaint regarding the becton dickinson mfg # 305106 30g needles. Our staff is reporting that some lot numbers of the needles do not have openings to push fluid through, causing them to make multiple eye puncture attempts on that same patient. Additional information: the original reported date was 3/5/24 with batch # 3271790. ¿ the harm that could occur based on defective needles would be inadequate medication being given to the patient which can lead to irreversible vision loss and inadequate numbing. The amount of medication in the vials allows for very little error in drawing up/administering the medication. ¿ I have a sample of a defective needle- the address for a return label is: (B)(6). 1. Did the event directly, or indirectly involve a patient or user?- there has been no harm as each defective needle has been noticed prior to trying to use on a patient 2. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? No 3. Please confirm the number of occurrences. We have run across greater than 50 defective needles over the past 7 months, in multiple locations 4. Please provide the date for previous events with material and batch numbers respectively. The batch # we have since tracking is batch 3271790.

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported the needles do not have openings. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed. The unit has two needles at the center of the needle hub. One needle is inverted, and the needle with the needle point has epoxy on the needle tip. No other defects or imperfections were observed. The needle was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle tip is blocked with epoxy. These defects could occur if there was a misfeeding of the cannulator. A device history record review was completed for provided material number 305106, lot 3271790. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received . Material #: 305106, batch#: 3271790. It was reported by customer that the needles they use to inject do not have openings to push out the liquid they are injecting. Verbatim: rcc received a complaint via email. Email(s) attached. Good morning, we¿ve received a product complaint regarding the becton dickinson mfg # 305106 30g needles. Our staff is reporting that some lot numbers of the needles do not have openings to push fluid through, causing them to make multiple zjqcmqryfpfpt banner start. This message is from an external sender. Use caution opening attachments and links. <https://us-phishalarm-ewt.proofpoint.com/ewt/v1/amcwqqrremt4wx4!8-_llw2n_ns0zyprkncehdxdrr_lnzuktnlwtmpigbalhcmbpyfmslw1kscjbhy0ipqmershcglklw2gtwyf1ag6sbssxgl2mwqekhmjbp3vlvnbqob8q_wyainublw1gcvhudshqyzxhq0$> report suspicious. Zjqcmqryfpfptbannerend. External email - use caution opening attachments and links. Good morning, we¿ve received a product complaint regarding the becton dickinson mfg # 305106 30g needles. Our staff is reporting that some lot numbers of the needles do not have openings to push fluid through, causing them to make multiple eye puncture attempts on that same patient. Please see below for further information: ¿this is an ongoing event. Retina physicians at various locations are reporting that the needles they use to inject do not have openings to push out the liquid they are injecting. Bd precision glide needle 30g x 1/2". Ref 305106. This apparently happens a few times a week and has been going on for a few months. They are wanting to have reported to the manufacturer and see if they are aware of this.¿ from: (B)(6) sent: thursday, january 18, 2024 10:53 am (B)(6) subject: re: bd 30g x 1/2" needles. Thanks (B)(6), we are also noticing this issue in (B)(6). I¿ve been putting extra unopened needles out for the physicians to have readily available for them in the event the needle is blocked. Thank you! (B)(6) on january 18, 2024 at 10:46:36 am pst, (B)(6)>> wrote: hi, I ordered our bd 30g x ½¿ needles from xxxxx we use these for all our retina injections, lidocaine injections and both xxxxx ,xxxx use this size for minor surgery, xxxxx injections. We have had a number of them that the needle has no opening so the fluid can¿t get out. Xxxxxl finds at least 3 every time he is in longview. I have no way of testing them prior as they are in a sterile package. Any suggestions what to do? It is a major problem when needle is in the eye. Thanks for your assistance- xxxxx. Our clinicians do have a sample of one of the needles in question with lot # 3271790. Considering this is a patient safety issue, if you could please respond as soon as possible it would be greatly appreciated. Thank you, xxxxx. Important message for recipients in the u.s.a.: this message may constitute an advertisement of a bd group's products or services or a solicitation of interest in them. If this is such a message and you would like to opt out of receiving future advertisements or solicitations from this bd group, please forward this e-mail to optoutbygroup@bd.com. [Bd.v1.0] this message (which includes any attachments) is intended only for the designated recipient(s). It may contain confidential or proprietary information and may be subject to the attorney-client privilege or other confidentiality protections. If you are not a designated recipient, you may not review, use, copy or distribute this message. If you received this in error, please notify the sender by reply e-mail and delete this message. Thank you. Corporate headquarters mailing address: bd (becton, dickinson and company) 1 becton drive franklin lakes, nj 07417 u.s.a. Customer response for follow-up: the original reported date was 3/5/24 with batch # 3271790. The harm that could occur based on defective needles would be inadequate medication being given to the patient which can lead to irreversible vision loss and inadequate numbing. The amount of medication in the vials allows for very little error in drawing up/administering the medication. I have a sample of a defective needle- the address for a return label is: (B)(6). Atten: (B)(6). 1. Did the event directly, or indirectly involve a patient or user?- there has been no harm as each defective needle has been noticed prior to trying to use on a patient. 2. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? No. 3. Please confirm the number of occurrences. We have run across greater than 50 defective needles over the past 7 months, in multiple locations. 4. Please provide the date for previous events with material and batch numbers respectively. The batch # we have since tracking is batch 3271790.